Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-01332. It was reported the patient experienced ineffective stimulation following multiple falls. Also, the patient was unable to increase amplitude. System diagnostics revealed high impedances on the lead. As a result, surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2017-01332. Additional information received identified the lead of model number 3163 was explanted and the lead of model number 3186 was explanted and replaced with another model. Reportedly, effective therapy was restored postoperatively.